Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone

Event description:
A high volume user is reporting 8 possible false positive sars results over a period of approximately 3 months. Customer states the patients were symptomatic and results were confirmed negative by pcr but has no further information available. Report 8 of 8